Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead exhibited an unknown product performance issue. There was no other information provided. This lead remains in service. There were no adverse effects to patient indicated.